Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022. It was reported the patient was not wearing the vest at the time of the passing. It was reported the device was removed to take a bath. Per clinical review of the continuous ECG recording, the device was started up at 00:47:27 on (B)(6) 2022. At 06:09:48, the patient's rhythm was sinus rhythm at 80 bpm with CPR/motion artifact and electrode lead fall off. The rhythm then degrades to vt at 210 bpm with CPR/motion artifact and electrode lead fall off. Device shutdown at 06:10:46 on (B)(6) 2022. Per continuous device recording, the patient was last seen in vt at 210 bpm with CPR/motion artifact and electrode lead fall off from approximately 06:09:48 until the device shutdown at 06:10:46 on (B)(6) 2022.